Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was blocked, jammed and was moving heavily. It was further determined that the motor and bearings were worn. It was observed that the housing was severely worn with faded markings and coating due to an improper washing procedure. It was determined that the reverse locking mechanism was blocked. It was further determined that the device failed pretest for check reverse locking mechanism and marking and labeling, general condition. It was noted in the service order that the button was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.